Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to dislocation (competitor dual mobility liner and depuy 28 head); changed from 28 +5 to 28 +8.5 head. Doi: unknown, dor: (B)(6) 2021, affected side: right hip.